Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a malfunction of the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported to olympus on behalf of the customer that evis lucera elite xenon light source showed error e315 (incompatible scope) fault code appears, and no image was displayed when connecting the 290 scopes during reprocessing. The patient was not under anesthesia at the time of the reported event. The intended enteroscope procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.